Manufacturer narrative:
This is our intial report on this incident.

Event description:
The customer reported that an incorrect test result was released by ih-com to the lis. The sample was a pos in ih-com and released to the lis as a a positive but was b pos. Because the rh was still pending, no incorrect test result was communicated and no patient was harmed. Trace files were collected by one of our field service engineers and are still under investigation. Our premilary investigation shows that the incorrect blood group interpretation stored in the ih-com is due to a manual change to the abo interpretation.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that an incorrect test result was released by ih-com to the lis. The sample was a pos in ih-com and released to the lis as a positive but was b pos. Because the rh was still pending, no incorrect test result was communicated and no patient was harmed. Trace files were collected by one of our field service engineers and analyzed. This analysis showed that the abo interpretation conducted by the ih-1000 instrument was "abo not interpretable" due to the cell b which was read as positive. The trace files also show that at 07:26, the user changed the abo interpretation to "a", the well reaction for the cell b well to negative and the abo interpretation to "a". This manually altered result was saved by the user with a mandatory sample comment due to the discrepant result. The incorrect blood group interpretation stored in the ih-com occurred due to a manual change in the abo interpretation the ih-1000 and ih-com worked as expected and interpreted the results as expected.